Manufacturer narrative:
(B)(4)

Event description:
The left lead was not working. Impedances were checked (values were not provided). The physician was to decide whether or not to replace the lead. Further info is being requested at this time.